Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 04/21/2008 and 04/22/2008 by phone and on 04/24/2008 by mail and by fax. This report was mailed to FDA on: 5/20/2008.

Event description:
A surgeon stated a pt reported glare following intraocular lens (iol) implant surgery. The pt had a pupilloplasty approx one week following the initial iol implant surgery. The pt has a history of childhood eye trauma which impacted the pt's cornea and pupil location. The childhood trauma left the pt with scarring and astigmatism. The glare decreased significantly following the pupilloplasty. Additional info was requested.